Event description:
It was reported the duodenovideoscope exhibited foreign material (bile/mucosal tissue) was exiting from nozzle and the forceps elevator has foreign material. The issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was cancelled, and the patient was referred to another hospital. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint regarding foreign material in the nozzle and forceps elevator was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture confirm that the user sent the device to olympus without reprocessing being conducted/ completed. Based on the results of the investigation, it was confirmed that a foreign material came out of the device, but the type of the material cannot be identified. The root cause of the foreign material remaining in the subject device was unable to be determined. This issue is addressed in the instructions for use (IFU): ¿IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the events. IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the events.¿ olympus will continue to monitor field performance for this device.